Manufacturer narrative:
H11: the affected unit was returned for investigation, and the detachment of the plastic luer lock from the metallic needle was confirmed. A visual inspection revealed no evidence of damage or fracture to either the connector or the metal needle. The presence of solvent was confirmed inside the plastic connector. Based on database analysis, no further events have been reported regarding this same lot, nor concerning trend has been detected. Based on investigation findings, the most probable root cause of the reported event is an isolated manufacturing deviation, specifically an inadequate connection between the connector and the needle, likely due to insufficient insertion of the needle into the connector. To address this issue, manufacturing personnel require to participate in a dedicated training session aimed at raising awareness of the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova USA inc. Manufactures the aortic root cannula, the incident occurred in massa, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that, after cannulating the aorta, while removing the metal mandrel inside the aortic root cannula, the distal plastic part of the mandrel (opposite to the tip of the cannula) disconnected from the metal part of the mandrel. Therefore, surgeon had to manually remove the metal mandrel. There is no report of any patient injury.